Event description:
The following has been reported: air detector kit vp pump had broken pole clamp kit, missing black stopper to clamp to pole. Updated software and could not calibrate air detector, replacing air detector kit.upgraded software to new version 2.2f pm completed using agilia partner version v2r 4.0.3.21072wi-fi configured sql and centerium server checked for connectivity and data download: pass reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. However, if we do get information later on, we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.